Manufacturer narrative:
The product was not returned for eval. However, review of the mfg, design, complaint records revealed that product lots were manufactured within specifications, maintained, and distributed in accordance with operating procedures. Investigation revealed that the surgeon was impacting the spacer heavily (when attached to the inserter) which could have resulted in this event. This incident is reported now, in light of recent testimony by the surgeon, it was noted that the device breakage caused dural tears in the pt. Based on record review of all available info, it is determined the signature design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
It was reported to globus that a surgery had taken place on (B)(6) 2009 in which the surgeon was impacting the spacer into disc space. Once the spacer was in place and x-ray was taken and revealed part of the spacer was on a nerve. The spacer was then maneuvered, impacted, and broke. All the broken pieces were removed, and a second spacer was implanted.